Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and observed that it would not allow the test device to charge to deliver defibrillation therapy. Physio determined that the cause of the reported and observed issues was due to a shorted capacitor, designator c106.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control replaced the device's therapy pcb assembly. Physio further evaluated the removed therapy pcb assembly and observed that it would not allow the test device to charge to deliver defibrillation therapy. As a result, defibrillation therapy would not be available, if it was needed.